Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced esophageal spasms and dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Device explant due to esophageal spasms and dysphagia occurred on (B)(6) 2018. Device was found in the correct position/geometry. It was noted that there was "very little scar tissue for 1-year post implant".

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced esophageal spasms and dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Device explant due to esophageal spasms and dysphagia occurred on (B)(6) 2018. Device was found in the correct position/geometry. It was noted that there was "very little scar tissue for 1-year post implant".

Manufacturer narrative:
Updated b6 to include device analysis. Updated d10 to include date returned to manufacturer updated h6 to include method code 10. Updated report date.